Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: restenosis of a stented segment may occur during this type of procedure and is listed in the xact instructions for use (IFU). Restenosis of a stented segment is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the device suture and integrity. In addition, samples from each lot are visually, dimensionally, and functionally inspected.

Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: approximately 22 months post procedure. It was reported that approximately 22 months after a right internal / common carotid artery stenting procedure, the asymptomatic patient was found to have 65% in-stent restenosis. There is no plan for intervention at this time. There was no additional information provided.